Event description:
It was reported that dislodgment, low impedance, insulation and capture anomalies were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found excessive overtorque near the connector pin that extended out to 3.5cm. The inner coil was tightly twisted and bulged to the outer insulation. The inner insulation appeared punctured due to this damage.